Event description:
It was reported that during the procedure, the subject coil detached without using a power supply and the subject coil was stretched. The subject coil was removed, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject coil detached without using a power supply and the subject coil was stretched. The subject coil was removed, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire and introducer sheath were not returned. The main coil was seen to be stretched. The main coil suture was seen to be damaged. The main coil was seen to be broken/fractured. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil prematurely detached/separated during use. Was not confirmed based on the device analysis as the proximal end of the coil was not returned. The reported main coil stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the main coil was manipulated multiple times which may have caused damage and the main coil detached without the use of power supply and stretched. No other information was provided. During analysis, the coil delivery wire and introducer sheath were not returned. The main coil was severely stretched, the suture was damaged, and the coil was fractured with the proximal end not returned. An assignable cause of ¿not confirmed¿ will be assigned to the as reported ¿main coil prematurely detached/separated during use¿ as the event was not confirmed during visual inspection and the proximal end of the coil was not returned. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿main coil stretched¿ these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of ¿procedural factors¿ will be assigned to the as analyzed ¿main coil broken/fractured during use¿, ¿main coil suture damaged¿ and ¿main coil stretched¿ these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.